Manufacturer narrative:
After further clinical review, this event has been determined to meet the definition of a serious injury MDR per 21 cfr 803.

Event description:
It was reported that during the scheduled retrieval of a vena cava filter approximately two months after implantation, the filter could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
After further clinical review, this event has been determined to be a reportable event. The product catalog and lot number were not provided; therefore, a complete manufacturing review could not be completed. The device was not returned for evaluation; however, five images were provided. The fluoroscopic images were reviewed which identified the filter was implanted in the ivc in an upright position with the filter limbs fully expanded. The filter was placed inferior to the renal takeoffs. On (B)(6) 2013, images demonstrate the filter in the ivc at the time of filter retrieval; however, real time fluoroscopic images were not provided. The investigation is inconclusive as a result of the image review and device not being returned. Based on the available information, the definitive root cause is unknown. Multiple attempts were made to obtain the patient details, product identifiers and procedural details; however, despite good faith efforts the information was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.